Event description:
It was reported that this implantable lead was part of the system revision due to infection. Reportedly, the physician tried to place the left ventricular (lv) lead in the coronary sinus. However, due to being damaged by the laser lead extraction, the blood vessel branch was not inserted of the new implantable lead. The left bundle branch (lbb) lead was bailed out and was successful. No adverse patient effects were reported. The implantable lead was explanted.